Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that they have had issues receiving insulin and sees air bubbles in the reservoir. There are big bubbles at the bottom and multiple little bubbles at the top. The current blood glucose reading is 248 mg/dl and their last reading was 209 mg/dl. It was stated that the customer ate a meal they shouldn't have had and their blood glucose reading was 340 mg/dl three weeks ago. The high blood glucose readings were treated with the insulin pump. The unexplained high blood glucose readings began six weeks ago. The customer stated that the doctor had changed the sensitivity last year. It was also stated that the insulin pump receives sensor alerts. The customer stated that they had low blood glucose readings during the outreach program which were caused by the level of their physical activity and incorrect counting of carbs. The customer would change the infusion set more often because they are worried that their blood glucose readings are not coming down.